Event description:
It was reported that the ventricular lead exhibited high capture thresholds. During the procedure, it was noted that the patient had a large pneumothorax which may have caused extra pressure in the chest resulting in lead dislodgement. The lead was repositioned successfully. The patients condition post procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.